Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a clinical territory associate (cta) called to report that the integrated electrosurgical unit (iesu) suddenly encountered an error with error code c-34. Prior to the call, the customer power cycled the iesu several times and replaced the monopolar energy cables, but the fault persisted. The error affected the monopolar energy only. The cta informed the technical support engineer (tse) that the iesu worked fine at the start of surgery, but after a while, the reported error occurred. The tse verified presence of error c-34 in logs. The tse asked the cta, if interference caused by CT scans, MRI or other esu's etc. Was possible, the cta stated no such sources in the vicinity of operating room (or). The tse asked the cta if an e-100 was present and switched on, cta stated yes. The tse asked the cta to switch the e-100 off and power cycle the iesu again. The cta did so but error c-34 persisted after power cycle. The tse informed that the iesu needs replacing by the filed service engineer (fse). Tse asked cta if they can use the vision side cart (vsc) from another system, the nurse checked but all systems were in use. The tse asked cta if customer have a forcetriad at hand, the cta checked but was informed they do not. The surgeon tried using bipolar, which worked normally, and synchro seal on e-100 which also worked normally. The surgeon informed they can complete surgery using bipolar and synchro seal. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) replaced the integrated electrosurgical unit (iesu) generator to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed and replicated the reported failure. The unit was placed on an in-house system and was run in normal mode. C-34 errors were noted on system logs. An additional observation was also noted. The front bezel had a scratch. The complaint was confirmed based on the field evaluation and failure analysis